Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve failed the test, the cam mechanism did not move during the programming process. The valve was then pressure tested at 30mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets were ok. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 30th july 2002. The root cause of the problem reported is due to biological debris found within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Prior to the case, the patient had an MRI, which lead to a needed shunt adjustment. Then, when the pt went to adjust the shunt, it kept saying no signal or repeat adjustment. I was called by the surgeon to attend a vp shunt revision. Prior to becoming a sterile field, the surgeon tried to repeatedly reprogram the valve to 180mmhg. The programmer continued to say repeat adjustment or no signal, despite being perfectly placed over the cam. After becoming sterile, the surgeon used a monometer to test each connection and found that no flow was going through the valve. He asked me to send it back to be looked at to determine if something was stuck in the valve, if it was a malfunction, or what our company notices. He's interested to know why the programmer continued stating the messages that it did and why the valve wasn't easily reprogrammed. The surgeon implanted a new hakim inline valve. (B)(4). (B)(6) 2015 per the rep: 1) what is the alert date for this incident? (B)(6) 2015. 2) were there any adverse consequences to the patient? No. 3) please provide the original implant and explant date if known. 2004 and then a revision in 2007. I believe only the ventricular catheter was revised.

Manufacturer narrative:
A follow up report is being filed as the investigator provided a correction to the investigation. It was found that the magnets were found to be demagnetized. This means that the 10 magnet surfaces are no longer the same dimensional surface. Although it is not possible to determine the root cause it might seem likely that this may have been attributed to the MRI. The loss of magnetic strength in the device which have beene exposed to MRI will be documented through a data review activity.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.